Event description:
This spontaneous case was reported by a physician and describes the occurrence of abdominal pain ("abdominal pain") in an adult female patient who received essure. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient started essure. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and clinically significant/intervention required), myalgia ("muscular pain") and migraine ("migraines"). Removal of essure by salpingectomy is scheduled to (B)(6) 2017. At the time of the report, the abdominal pain, myalgia and migraine outcome was unknown. The reporter provided no causality assessment for abdominal pain, myalgia and migraine with essure. Company causality comment: this medically confirmed spontaneous case report refers to an adult female patient who had essure (fallopian tube occlusion insert) inserted and she presented abdominal pain. Removal of essure by salpingectomy is scheduled to (B)(6) 2017. The reported event is serious due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, abdominal and uncharacterized pain may occur. In this case, the event started after essure insertion. Considering positive temporal relationship and event's nature, causality with the suspect insert cannot be excluded. In addition, other non-serious events were reported. This case was regarded as incident since a salpingectomy to remove essure will be required. The product technical analysis and further information has been sought.

Manufacturer narrative:
This spontaneous case was reported by a gynecologist/obstetrician and describes the occurrence of abdominal pain ("abdominal pain") in an adult female patient who had essure (batch no. 838570) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), myalgia ("muscular pain") and migraine ("migraines"). The patient was treated with surgery (on (B)(6) 2017 salpingectomy via laparoscopy for essure removal was performed). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, myalgia and migraine outcome was unknown. The reporter provided no causality assessment for abdominal pain, migraine and myalgia with essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 08-may-2017 for the following meddra preferred term: abdominal pain the analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: lot number: 838570 manufacturing date: 2011/03 expiration date: 20 14/03 sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the available information, a product quality defect could not be confirmed but is considered plausible. A relationship between the reported medical events and a quality defect cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. There was a similar case for this batch. Most recent follow-up information incorporated above includes: on 3-may-2017: quality-safety evaluation received company causality comment this medically confirmed spontaneous case report refers to an adult female patient who had essure (fallopian tube occlusion insert) inserted and she presented abdominal pain. Removal of essure by laparoscopy salpingectomy was performed on (B)(6) 2017. The reported event is serious due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, abdominal and uncharacterized pain may occur. In this case, the event started after essure insertion. Considering positive temporal relationship and event's nature, causality with the suspect insert cannot be excluded. In addition, other non-serious events were reported. This case was regarded as incident since a laparoscopy salpingectomy to remove essure was required. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible.

Manufacturer narrative:
Essure (batch no. 838570). On (B)(6) 2011, the patient started essure. The patient was treated with surgery (on (B)(6) 2017 salpingectomy via laparoscopy for essure removal was performed). Most recent follow-up information incorporated above includes: on (B)(6) 2017: salpingectomy performed; lot number added. Company causality comment: this medically confirmed spontaneous case report refers to an adult female patient who had essure (fallopian tube occlusion insert) inserted and she presented abdominal pain. Removal of essure by laparoscopy salpingectomy was performed on (B)(6) 2017. The reported event is serious due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, abdominal and uncharacterized pain may occur. In this case, the event started after essure insertion. Considering positive temporal relationship and event's nature, causality with the suspect insert cannot be excluded. In addition, other non-serious events were reported. This case was regarded as incident since a laparoscopy salpingectomy to remove essure was required. The product technical analysis and further information has been sought.